Manufacturer narrative:
Patient information not available for reporting. Explant date: device was not explanted. Complainant part is not expected to be returned for manufacturer. Review/investigation. Initial hospital contact telephone: +(B)(6). Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes (B)(4) reports an event in (b)(6 as follows: it was reported patient was implanted with unknown hook plate and unknown number of unknown screws on unknown date. It was determined on unknown date that the hook plate has migrated into the patient¿s acromion. No further information is available. Concomitant devices reported: screw (part number unknown, lot number unknown, quantity unknown). This report is for one (1) unknown hook plate. This is report 1 of 1 for (B)(4).

Manufacturer narrative:
Review of the returned x-rays was completed. Neither the material nor additional information was received for investigation, what makes a determination impossible. The received x-rays pictures confirm the issue as per event description; the complaint therefore has been determined to be confirmed. Product was not returned and no lot number was provided. Based on the information available, this complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.